Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient mentioned pain at the incision site. Patient mentioned pain still in her back a day later and also the anesthesia is still messing her up. Patient mentioned worsening symptoms as she cannot void anymore a day later. Patient stated she is having a difficult time with her bowel movements. The patient continue to have painful stimulation .the patient was encouraged to turn down stimulation to a comfortable level. The issue was not resolve at the time of this call. The patient indicators for use are for non-obstructive urinary retention. No further complications were reported/anticipated.